Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break. Block h11: the speedband superview super 7 was not returned; however, photos provided by the customer showed that the ligator housing had two bands attached to it, and one band was overlapped. Additionally, it was noted that the ligator tooth broke and the bands broke. No other problems with the device were noted. The reported event of bands unable to deploy and suture break cannot be confirmed. It is possible that this event occurred due to the physician's technique during the procedure, or it may have been related to a device malfunction. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, there was a problem in the ligation system when placing the sixth band. The thread responsible for the ejection function broke inside the cap. It was reported that the patient's safety was put at risk because their condition was indeed delicate. Additional information received on july 15, 2025 it was confirmed that a panendoscopy procedure was performed. The procedure was completed with a non bsc ligation kit.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, there was a problem in the ligation system when placing the sixth band. The thread responsible for the ejection function broke inside the cap. It was reported that the patient's safety was put at risk because their condition was indeed delicate.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter email) has been updated based on the additional information received on september 18, 2025. Block e1: alternative initial reporter email: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, there was a problem in the ligation system when placing the sixth band. The thread responsible for the ejection function broke inside the cap. It was reported that the patient's safety was put at risk because their condition was indeed delicate. Additional information received on july 15, 2025 it was confirmed that a panendoscopy procedure was performed. The procedure was completed with a non bsc ligation kit.